Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank screen with medtronic logo, red light flashing. The customer's blood glucose value was 13.5 mmol/l. They inserted new battery but insulin pump was not working, auto mode readiness is off, so she turned it on. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. The insulin pump will not be returned for analysis.